Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Changing your pod; chapter 3 / pages 33: warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose; chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient¿s blood glucose (bg) levels exceeded 400 mg/dl while wearing the pod between 36 and 48 hours in the infusion site. It was discovered that the pink slide insert did not retract, which indicates a failure of the needle mechanism as intended during activation. As treatment, a new pod was applied. Patient contacted the doctor for insulin dosing adjustments to get bg levels down and there was no diagnosis. Insulin dose adjustment and to make sure that no needles was in the skin. Changes was made to treat the high bg with injections and making sure patient had the correct numbers. The patient went off of omnipod for two months because of this even but is now back on it. Patient had ketones. The pods were either on the stomach or on the back, started hurting and when patient removed the pod the needle would be bent or broken off, out of the skin, got an insulin build up, got itchy, site would stay irritated and itchy for a week and has scarring from these errors.